Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm and blockage in the tubing. No further information available.